Manufacturer narrative:
Device history records review indicated that the devices were manufactured to specifications, with no deviations to the standard manufacturing processes. There were no additional complaints for the part/lot combination. A stock investigation revealed that there are no devices with this part/lot combination left in inventory. Product packaging was visually inspected and photographed upon return. There was a 1.535" (39mm) opening in the package large enough for the 15mm x 40mm device to fall out of the packaging, however, there is insufficient information to conclusively determine root cause. The device was used for treatment.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the product was not inside the packaging upon receiving item.

Manufacturer narrative:
This report will be amended when our investigation is complete.